Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 14006922. UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulator leads had high impedances. The patient underwent a spinal cord stimulator lead replacement procedure and was doing well postoperatively. The explanted devices were not returned.